Manufacturer narrative:
Device was used for treatment, not diagnosis. Hoff e., strube p., pumberger m., zahn r., putzer, m., (2014) alif and total disc replacement versus 2-level circumferential fusion with tlif: prospective, randomized, clinical and radiological trial. Eur spine j. Germany. This report is for an unknown synfix lr screw / unknown quantity / unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article: hoff e., strube p., pumberger m., zahn r., putzer, m., (2014) alif and total disc replacement versus 2-level circumferential fusion with tlif: prospective , randomized, clinical and radiological trial. Eur spine j. Germany. The aim of the present study was to compare (hybrid), stand-alone anterior lumbar interbody fusion (alif) at l5/s1 with total disc replacement (tdr) at l4/5 as an alternative surgical strategy to 2-level circumferential fusion employing transforaminal lumbar interbody fusion (tlif) with transpedicular stabilization at l4-s1. Postoperative clinical findings and radiological evaluations were performed up to a mean of 37 months postoperatively. There was a total of 26 patients, 14 males, 12 women with a mean age of 45 years. These patients were treated with a hybrid system which consisted of a stand-alone peek cage filled with freeze dried allogenic cancellous bone that was fixed with 4 angle screws, synfix lr, implanted at l5/s1 and a competitor parts at l4/5. This is report 4 of 4 for (B)(4). This report is for an unknown synfix lr peek cage and refers to the following complication: asymptomatic non-union at l5/s1, no revision surgery was performed.